Event description:
It was reported the insulin pump alarmed no delivery. Customer's blood glucose was 24.4mmol/l. Customer stated she felt dissatisfied and unsecure of how often the no delivery alarms occur. Troubleshooting was performed. Customer wears the infusion set for 4 to 5 days. Customer was advised to use only for two day. Customer stated she knew she could only wear it for tow day but has previously used it for a week with out any issues. Customer did not have a high pressure test clamp. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.